Event description:
Medtronic received information. That during, the implant of this transcatheter bioprosthetic valve. The device was inspected, prior to use. And no pre-implant balloon aortic valvuloplasty (bav) was performed. The patient, had an existing right bundle branch block (rbbb). And was a high risk for needing a pacemaker. When the physician, crossed the valve with a j-wire, prior to the valve entering the body, the patient developed a complete heart block. A permanent pacemaker was implanted as treatment. No procedural delay occurred. Per the physician, there was a causal relationship between the adverse event and the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID: l-evolutfx-34, product lot/serial number unknown; product type: compression loading system (cls); product ID: d-evolutfx-34, product lot/serial number unknown; product type: delivery catheter system (dcs). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.